Event description:
The hearing aid (h/a) user complained to the h/a dispenser of wax guards falling out of both hearing aids. The h/a dispenser examined the h/a users ears. He found a wax guard in both ears. There was no evidence of any further injury: no redness, swelling, or drainage.